Event description:
Metal on metal depuy replacement hip implanted (B)(6) 2010 due to osteoarthritis, osteonecrosis. I experienced a brief period of relief, followed by increasing pain and discomfort in the right hip and occasionally the groin area, as well as a feeling that the implant never fit quite right, beginning in (B)(6) 2010. Labs in late 2011 revealed increased chromium and cobalt levels. All other treatment modalities were exhausted and decision was made to proceed with right hip revision arthroplasty, replacing with a ceramic head and polyethylene liner. Revision surgery was done (B)(6) 2012. Pain and discomfort have dramatically decreased since the revision surgery.